Event description:
A 94 y o underwent a colectomy. Due to age and health status, epidural with sedation was used for anesthesia. There were no problems with inserting the catheter but, when the or staff tried to remove it, catheter seemed to be stuck. With slow continuous traction, catheter came out, but tip was missing. Visual inspection and x-ray failed to locate this very small piece since he felt this would be more harmful than allowing the area to wall itself off.